Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process.   Additional information has been requested, however to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.  (B)(4).

Event description:
It was reported since (B)(6) 2017 sporadically several patients have developed blistering that has turned necrotic under the hydrocolloid portion of the dressing from the knee down upon removal of the dressing on post op day (seven) 7 . Prior to (B)(6) 2017, they had been using this product with no issues. Per the information provided, these have all been on total knee replacements where the incision and surrounding skin was cleansed with chloraprep and the incisions are closed with staples. The dressings are all applied in the operating room with the knee flexed at a 30-45 degree angle. It is unknown if the incision and surrounding skin are being cleansed with sterile ns (saline) or water and dried prior to the aqaucel ag surgical being placed over the incision. The chlora prep is not being used under where the hydrocolloid will cover. The dressings are removed on post op day (seven) 7 using the taffy pull technique. Most of the dressings are removed by the physician assistant in the office, but some are removed by the patients at home after they have been trained in the taffy pull technique. No adhesive remover or protective barrier wipes were used. The lower extremities have not shown more swelling than expected on the cases that have had this issue and all the incisions are clean, dry, intact and free of infection or necrosis. This issue has occurred in unknown number of patients. There has been no common theme among patients in regards to medical history or co morbities, male or female patients. These patients have been referred to a wound clinic, unknown name. Complainant was unable to provide the model number, lot number or product sizing information.